Event description:
As reported via the (B)(6) study, a patient expired at home due to unknown cause approximately eleven months after the index procedure. At the time of the index procedure, angiography revealed lesions in the distal left anterior descending (lad) and 1st obtuse marginal. The distal lad lesion was 8mm in length, class a and de novo with 70% stenosis. A 2.25 x 13mm cypher rx was implanted at 14atm by direct stenting and was post-dilated with a 2.5 x 12mm balloon at 16atm. There was no residual stenosis. The 1st obtuse marginal lesion was 12mm in length, class b1 and de novo with 90% stenosis. The lesion was pre-dilated with a 2.0 x 8mm balloon at 14atm and a 3.0 x 18mm cypher was implanted at 14atm. The lesion was post-dilated per standard procedure with a 3.25 x 15mm balloon at 16atm. There were no reported complications and the patient was discharged the following day.

Manufacturer narrative:
Complaint conclusion: the complaint received states that this cypress study patient died approximately 11 months post procedure. This was a (B)(6) male with medical history including hyperlipidemia, history of peripheral artery disease, history of chronic pulmonary disease (copd), history of heroin addiction (last time use I year ago) and smoker. As reported via the (B)(6) study, a patient expired at home due to an unknown cause approximately eleven months after the index procedure. At the time of the index procedure, angiography revealed lesions in the distal left anterior descending (lad) and 1st obtuse marginal. The distal lad lesion was 8mm in length, class a and de novo with 70% stenosis. A 2.25 x 13mm cypher rx was implanted at 14atm by direct stenting and was post-dilated with a 2.5 x 12mm balloon at 16atm. There was no residual stenosis. The 1st obtuse marginal lesion was 12mm in length, class b1 and de novo with 90% stenosis. The lesion was pre-dilated with a 2.0 x 8mm balloon at 14atm and a 3.0 x 18mm cypher was implanted at 14atm. The lesion was post-dilated per standard procedure with a 3.25 x 15mm balloon at 16atm. There were no reported complications and the patient was discharged the following day. Multiple attempts to gain further information regarding this patient's death have been unsuccessful to date. The stents remain implanted thus unavailable for analysis. A review of the manufacturing documentation associated with these lots presented no issues during the manufacturing process that can be related to the reported complaint. Death is a known potential adverse event associated with the coronary stent implantation procedures and is listed in the IFU (instructions for use) as such. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Review of the available information does not allow for an exact determination of causal factors; however, the patient had multiple medical conditions that may have contributed to the reported death. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00030 and 3003742446-2012-00031.

Manufacturer narrative:
The alert date on the 3500a supplemental medwatch was noted as (B)(4) 2012. However, this date was inadvertently provided incorrectly and should have been noted as (B)(4) 2012. Please note that although this is a correction to the alert date, even with the correction, the prior 3500a supplemental medwatch report was submitted on time.

Manufacturer narrative:
Addendum: based on the cec adjudication minutes received on (B)(4) 2012, the committee determined the possibility of stent thrombosis. Complaint conclusion: the complaint received states that this (B)(4) study patient died approximately (B)(6) months post procedure with a possible stent thrombosis. This was a (B)(6) male with medical history including hyperlipidemia, history of peripheral artery disease, history of chronic pulmonary disease (copd), history of heroin addiction (last time use, one year ago), and smoker. As reported via the (B)(4) study, a patient expired at home due to an unknown cause approximately (B)(6) months after the index procedure. The cec committee has deemed the death as a possible stent thrombosis, thus the file was updated with the code for thrombosis. At the time of the index procedure, angiography revealed lesions in the distal left anterior descending (lad) and 1st obtuse marginal. The distal lad lesion was 8 mm in length, class a and de novo with 70% stenosis. A 2.25 x 13 mm cypher rx was implanted at 14 atm by direct stenting and was post-dilated with a 2.5 x 12 mm balloon at 16 atm. There was no residual stenosis. The 1st obtuse marginal lesion was 12 mm in length, class b1 and de novo with 90% stenosis. The lesion was pre-dilated with a 2.0 x 8 mm balloon at 14 atm and a 3.0 x 18 mm cypher was implanted at 14 atm. The lesion was post-dilated per standard procedure with a 3.25 x 15 mm balloon at 16 atm. There were no reported complications and the patient was discharged the following day. Multiple attempts to gain further information regarding this patient's death have been unsuccessful to date. The stents remain implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15247812 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Late thrombosis is a known potential adverse event associated with drug eluting stent implantation procedures and is listed in the IFU as such. The act of stent implantation produces intended damage to the intima of the vessel wall in order to remodel the wall and reestablish patency of the vessel. The disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation in side of the stent around the damaged areas. Eluted drugs inhibit epithelialization in an effort to prevent restenosis. Dual anti-platelet therapy is used to assist in the prevention of thrombus on the inside of the stent, secondary to platelets attaching to the disturbed intimal layers and metal stent struts post stent implantation. Death is a known potential adverse event associated with the coronary stent implantation procedures and is listed in the IFU (instructions for use) as such. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Review of the available information does not allow for an exact determination of causal factors; however, the patient had multiple medical conditions that may have contributed to the reported death.